Event description:
It was reported by service report that the front cot wheels are hitting the deck of the ambulance when the power load is loaded into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.